Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and through a review of its electronic records was able to verify the reported loss of power. Physio-control then replaced the power pcb assembly, battery wire harness and the device's battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient during transport their device powered off by itself multiple times. At the time of the event, the device was plugged in to the on-board charging unit. As a result of the reported losses of power, defibrillation could have been delayed or prevented if it had been necessary. The patient, an (B)(6) female, survived the event. There were no adverse effects to the patient as a result of the reported issue.